Event description:
During a planned revision surgery, surgeon implanted a multihole revision cup. While drilling hole for screws, drill bit broke off into the acetabulum. Surgeon stated not a lot of force used. Surgeon was asked if he was going to remove the drill bit, he stated he will not remove it as it would mean removing the cup and other screws, and when removing the drill bit it would remove a large amount of bone with it. He was then asked if the drill bit was protruding out the cup. He replied it was well within the bone.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.